Manufacturer narrative:
The reported event that the ipg was replaced due to being at the end of its life was not confirmed. As received, the returned ipg communicated normally with the lab charging system, was fully charged and passed an aggressive lab discharge test where the ipg provided output stimulation for a period of time greater than the calculated time. The ipg was functionally tested to manufacturing specifications using the auto tester. The ipg passed all tests on the auto tester.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.